Event description:
New information notes that diagnostic imaging confirmed micro perforation. The physician elected to reposition the atrial (ra) lead on 22 aug 2024. The patient was in stable condition.

Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, high capture thresholds and cardiac perforation on the atrial (ra) lead. No changes or intervention were reported. The patient was in stable condition.